Event description:
Staff reported that they noted a leak in the central line at the point where the proximal and distal lines join into the white winged portion of the catheter. The line was removed and replaced with another catheter. Staff reported that there was no patient harm.